Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient underwent a procedure at l4-l5 via tlif to treat mobilization (mob). It was confirmed that the tip of right l5 screw went into a spinal canal. A revision surgery was performed. The backed out screw was replaced with a new one, and then, a new hardware was added to the construct after placing the rod. Subsequently, compression forces were applied to screw-rod constructs, and the final tightening was performed.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.